Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert on the ilet while using a contact detach infusion set with 23-inch tubing and 6 mm cannula, with a highest recorded blood glucose of 312 mg/dl during the incident, and the issue resolved only after changing the infusion set and resuming insulin. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding occlusion alerts and infusion set replacement. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set and related tubing, consistent with an infusion pathway blockage that cleared after supply change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.